Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 09oct2019. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an issue of replaced fan and filter element. There was no patient or user harm reported.